Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device. It was also noted that the rotor assembly was stuck I the motor assembly.

Event description:
It was reported that during testing at the MFR, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.